Event description:
It was reported that the ventilators top portion of the touchscreen was not responding to touch. There was no patient involvement. The customer ordered a touchscreen. The repair is pending. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up the customer reported that the touchscreen assembly was replaced to address the issue and that the defective part was disposed of. No further information provided.